Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that blood was leaking from the device through the hemostasis valve during insertion of the edwards lifescience swan ganz 7 fr catheter. Additional information received on (B)(6) 2010 from the sales representative stated that the anatomical insertion site was right jugular vein. Yes, therapy was delayed/interrupted, but the amount of time is unknown. As a result, they managed without replacing the swan ganz catheter. The outcome of the patient is unknown.